Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, heavily calcified, mildly tortuous right coronary artery (rca). During distal to proximal treatment, the oad crown got stuck in calcification. The oad fractured. The oad and viperwire guide wire were removed together. The fractured component was successfully removed. A non-abbott device was used to complete the procedure. The patient was in stable condition. There was no indication how the fracture occurred.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, heavily calcified, mildly tortuous right coronary artery (rca). During distal to proximal treatment, the oad crown got stuck in calcification. The oad fractured. The oad and viperwire guide wire were removed together. The fractured component was successfully removed. A non-abbott device was used to complete the procedure. The patient was in stable condition. There was no indication how the fracture occurred.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation and difficult to remove resulting in unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported material separation and difficult to remove resulting in unexpected medical intervention was due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.